Event description:
Information was received from a patient via a healthcare professional (hcp) regarding the patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had infection at the ins site and that the ins had broken through the skin since 3 days prior to the report. It was indicated that the patient was to have the total system explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.